Event description:
It was reported that the customer received a button error alarm and a battery out limit alarm. The insulin pump froze and was not responding. The customer's blood glucose level was 174 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.